Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the battery charger was replaced the resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery charger was returned to the manufacturer for evaluation. The testing found that the charger had a leaking capacitor and that the output of the voltage was higher than specification. Confirming the reported issue as an electrical failure mode.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the battery charger for the imaging system was outputting a voltage higher than specifications. No additional information was provided. There was no patient present when this issue was identified.